Manufacturer narrative:
(B)(4).

Event description:
It was reported that tachy therapies were disabled when the patient had a bypass surgery. The next day the device was unable to interrogate. It was later reported the issue was resolved and everything was good.